Event description:
Boston scientific received information on (B)(6) 2017 that this patient died seven days following the reported product experience. There were no allegations that the prior product experience caused or contributed to the patient's death.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead presented to the hospital due to worsening heart failure symptoms. The device was found to have reached elective replacement indicator (eri) two months ago and lv loss of capture (loc) was observed. Lv threshold measurements were noted to be higher than the programmed output. The patient was noted to be non-compliant. The programmed output was increased and capture was obtained. A health care professional (hcp) contacted boston scientific technical services (ts) and inquired about remaining longevity. Ts discussed the eri to end of life (eol) timeframe. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.